Manufacturer narrative:
Based on the provided information and test performed on site, there is no indication of a malfunction of the mr system. After our investigation, it is concluded that the injury of the patient is caused by not keeping sufficient distance between the coil cable and patient skin. No padding was used to ensure sufficient distance. The fact that 5 scans on high sar value were conducted is expected to have contributed to the severity of the injury. Furthermore it was observed that the humidity of the mr examination was higher than the specified value. For the synergy body coil it is known that the positioning of the coil cables can create unintended resonances via the patient or elevated coil cable temperature due to rf coupling to the qbc. However when the instructions for use is followed, no serious injury is expected. The coil involved was replaced as it failed the image quality tests performed on site. . This was not the cause of the problem. (B)(4).

Event description:
A customer reported to philips that a patient experienced a heating sensation. After the examination, reddening of the skin with a blister (size 5cm) was observed on the right arm. The patient was positioned head first supine and scanned with the synergy body coil for a lumbar spine mr examination.